Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully depressed, though excess force was needed. Manual compression was used. After removal from the patient, the plug did not separate from the exoseal vcd device. The device is being returned. No patient injury was reported. A retrograde approach was used. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). There was no visible device or packaging damage prior to use. One exoseal device was used. The vascular sheath introducer used (manufacturer, model, and size) was unknown. Angiography confirmed femoral artery suitability, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no obvious calcification, plaque, stent near the puncture site, or >50% stenosis. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. No resistance or friction was experienced while advancing the vcd through the sheath. There was no difficulty connecting or locking the vcd to the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator and retraction was performed until the flow significantly slowed or stopped, and until the indicator window turned solid black. During retraction, red color was observed in the indicator window. The vcd and sheath were removed as a single unit approximately 1¿2 seconds after button depression. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. A dimensional analysis was not required, as the unit was received in a fully deployed condition, rendering internal diameter verification unnecessary. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18443693 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty-unable¿ and ¿deployment lever actuation difficulty¿ were not observed through analysis of the returned device as the device was received with the deployment lever fully depressed, the device fully deployed and the plug was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, as the returned device was received fully deployed with no plug returned. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. (Xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully depressed, though excess force was needed. Manual compression was used. After removal from the patient, the plug did not separate from the exoseal vcd device. The device is being returned. No patient injury was reported. A retrograde approach was used. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). There was no visible device or packaging damage prior to use. One exoseal device was used. The vascular sheath introducer used (manufacturer, model, and size) was unknown. Angiography confirmed femoral artery suitability, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be 5 mm, with no obvious calcification, plaque, stent near the puncture site, or >50% stenosis. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. No resistance or friction was experienced while advancing the vcd through the sheath. There was no difficulty connecting or locking the vcd to the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator and retraction was performed until the flow significantly slowed or stopped, and until the indicator window turned solid black. During retraction, red color was observed in the indicator window. The vcd and sheath were removed as a single unit approximately 1¿2 seconds after button depression. The device is not being returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used. After removal from the patient, the plug did not separate from the exoseal vcd device. The device is being returned. No patient injury was reported. A retrograde approach was used. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). There was no visible device or packaging damage prior to use. One exoseal device was used. The vascular sheath introducer used (manufacturer, model, and size) was unknown. Angiography confirmed femoral artery suitability, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no obvious calcification, plaque, stent near the puncture site, or >50% stenosis. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. No resistance or friction was experienced while advancing the vcd through the sheath. There was no difficulty connecting or locking the vcd to the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator and retraction was performed until the flow significantly slowed or stopped, and until the indicator window turned solid black. During retraction, red color was observed in the indicator window. The deployment button was fully depressed, though excess force was needed. The vcd and sheath were removed as a single unit approximately 1¿2 seconds after button depression. The device is not being returned.